Manufacturer narrative:
No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the surgeon was unable to remove the reload. Another device was used to complete the case. There was no patient injury.